Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 28mm aortic extension (see report number 2031527-2012-00041). The patient's second follow up computed tomography scan revealed a type iii endoleak. On (B)(6) 2012, the patient was treated with an aortic extension over the junction of the bifurcated device and the aortic extension which corrected the endoleak. A company representative who present at the initial implant and the secondary intervention stated the aortic extension overlapped the bifurcated device by 25mm in a slight curve during the initial implant.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.